Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Our experts analyzed the hl-log files generated during the patients' examination. The complete mammography examination of the patient lasted 24.9 min with an active scanning time of 4.4 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 7% of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 1.5 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The system was checked by a siemens service engineer and found to be operating within specification. No hardware or software problem was found which would explain the reported redness and blisters of the patient's breast. Additionally, it was stated in the provided questionnaire that the patient was examined by a dermatologist who determined the blisters and redness were a chemical burn caused by a reaction to the bandaging. The patient is fine at this time.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom espree system. A female patient was positioned feet first, prone with arms over the head for examination with a breast biopsy coil. Appropriate padding was used for positioning and the patient was covered with a blanket. The examination was completed without incident. Approximately 2 days later the patient notified the hospital that she suffered a second degree burn and redness to the left breast. The patient was examined by a dermatologist, however, it is not known what medical treatment was provided nor the size of the blister. Additional information has been requested for investigation.